Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the scope was foggy. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 18, 2022.   Upon further investigation of the reported event, the following information is new and/or changed: h6 (adverse event problem 2199, 4582, 11). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received that the event occurred during vein harvesting, there was a small delay as the circulating nurse left to retrieve new lens. There was no blood loss, and the surgery was completed successfully with no patient effect. There was also no blood loss or injury to the patient. Additionally, after beginning the vein harvest, the lens appeared to be unclear, smudged. The end user cleaned the scope, took the camera off, tried cleaning and looked directly through the lens with no improvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 4114, 3224, 19). Type of investigation: 4114 - device not returned. Investigation findings: 3224 - optical problem identified. Investigation conclusions: 19 - cause traced to user. The affected sample was not returned; therefore, a direct investigation could not be performed. Past product complaints were reviewed for similar issues and most likely due to the product was either dropped or inadvertently struck by an object and an excessive force was exerted on the endoscope shaft; this could deflect the shaft and lead to the alteration of the internal lens system. The most likely root cause is improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.